Event description:
The patient reported that about one month ago, he had an incident where the separation of his infusion set tubing occurred. The patient's blood glucose did elevate over 600 mg/dl. The patient reported symptoms of fatigue and thirst. The patient changed his tubing and administered a bolus to bring his blood glucose down and was able to bring it back to normal. The patient did not report assistance by a healthcare professional or second party to address the issue. Product has been requested to be returned for evaluation.